Event description:
In a literature review from hpb, "liver transection using the ligasure sealing system" 2008; 10: 239-243. A pt had postoperative hemorrhage. No other details are available from the site.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.